Event description:
During a bioprosthetic mitral valve replacement procedure, a 26mm sapien xt valve was deployed in an edwards 27 carpentier mitral valve using an open surgical approach through the left atrium. Post deployment, the patient¿s heart was filled with normal saline and paravalvular leak (pvl) was noted. A second valve was prepared and deployed within the first valve, correcting the pvl. Following the procedure, the patient was transferred in stable condition. The existing mitral valve area measured 0.77cm2 with severe stenosis reported.

Manufacturer narrative:
At this time, the thv is not indicated for use inside a prosthetic mitral valve, and there is no guidance in the thv training manual on usage of a sapien xt valve within a mitral valve. Testing performed by edwards documents the phenomena of high placement of the thv in a native aortic annulus, which would be relevant in the scenario of a thv in a mitral valve, as well. Inaccurate deployment (too high or too low in the mitral valve) could result in clinically significant hemodynamic compromise, implantation of a second valve, embolization of the valve, and/or may require additional intervention to secure or remove the valve. In this case, it is possible that patient factors (severe mitral valve stenosis) may have contributed to this event.